Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24126. It was reported, the pt complained her scs system was shocking her, subsequently, the pt turned off her scs sys approx four months ago. The pt stated her physicians are decided whether to explant her scs system. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.